Event description:
It was reported that the customer was experiencing high blood glucose levels for several days. The customer's blood glucose was 412 mg/dl. The customer had treated himself with manual injections, but the issue still persisted. The customer stated that the insulin pump had not given any alarms. Troubleshooting was done. The customer expressed thirst as a symptom of his high blood glucose levels. After troubleshooting, advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised to monitor the insulin pump and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.